Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) intervention procedure. Reportedly, foot deployment, needle deployment and suture retrieval were successfully; however, could not park the foot (return the lever to original position). The physician removed the proglide device with the foot in the open position. This resulted in causing the patient a lot of pain and when the device was removed some tissue was removed with the device and a 3 cm hematoma was observed. No treatment was reported for the tissue damage or the hematoma. Hemostasis was achieved with the successfully deployed suture along with a few minutes of manual compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported foot retraction problem could not be confirmed because key components were not returned for evaluation. In addition the lever had been closed and the foot had been completely retracted into the guide. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for foot retraction problem reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.